Event description:
It was reported "during a minimally invasive surgery (mis 1-level transforaminal lumbar interbody fusion) the surgeon loaded the screws onto the screw inserter and attempted to insert the screws before we realized the tip of the inserter was broken. This extended the surgery time by at least 20 minutes (trying to insert initially, removing, tapping, trying a different screw, etc). I assume that the driver (screw inserter) tip was broken during the transport sterilization phase of the process. It did not break during the case. Nothing fell into the patient surgical wound. We used the spare. No adverse effect to the patient except an extension of the operative time. The screws were fine, there were no issues or malfunctions related to the screws."

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.